Event description:
Hold for mb 10.7a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. No repairs will be performed. The device will be returned to the customer unrepaired per the customer's request.

Manufacturer narrative:
(B)(4).